Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >250 mg/dl while wearing the pod. The patient mentioned that there arm was in a lot of pain which was discovered that they had an infection but it was due to an injury not caused by the product. The patient was treated with IV fluids, insulin and prescribed two antibiotics (aminox and doxycycline hyclate). The patient was released three days later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.